Manufacturer narrative:
(B)(4).

Event description:
The consumer reported she was going more frequently and when she checked the implantable neurostimulator (ins), it was off. She did not know how it turned off. The patient turned the ins on and there was a surge of stimulation higher than she normally had it. Stim was at 3v and the patient had to turn it down to 2v. The stimulation was uncomfortable. Therapy was confirmed to be on. Decreasing the amplitude eliminated the uncomfortable stimulation. Troubleshooting resolved the reported issue. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was not required as all fields were deemed sufficient. If additional information is received, a follow up report will be sent.